Event description:
Subsequent to the initially filed report, additional information received: the index mitraclip procedure was performed on (B)(6) 2011.

Manufacturer narrative:
(B)(4). There was no reported device malfunction. A review of the lot history record revealed no non-conformances that would have contributed to this event. Based on the information reviewed, a definitive cause for the reported patient hospitalization and the relationship to the device, if any, cannot be determined. There is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
This report is conservatively filed for hospitalization of unknown reason, 4 years post procedure. The relationship of hospitalization to the implanted clip is unknown. It was reported that on (B)(6) 2011, the patient with functional mitral regurgitation (mr) underwent a procedure with placement of two mitraclips, reducing the mr grade from 3+ to 1+. An echocardiogram performed on (B)(6) 2014 revealed moderate to severe mitral regurgitation; two mitraclips were in place and appeared well-seated and stable. The study physician indicated the increased mitral regurgitation was due to disease progression. In (B)(6) 2015, the patient was re-hospitalized for unknown reasons. No additional information was provided.

Manufacturer narrative:
(B)(4). In this case, there was no reported device malfunction associated with the clip delivery system (cds). It was confirmed that the patient effects were deemed unrelated to the study device and procedure.

Event description:
Subsequent to the previous medwatch report filed, additional information was received: the hospitalization was for acute on chronic respiratory failure. Hospitalization dates were (B)(6) 2014 to (B)(6) 2015. The study physician has deemed this event of acute on chronic respiratory failure with hospitalization as not related to the study device or study procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated date of event. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.